Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose(bg) level displayed as "high" on cgm. Cause is unknown, the customer treated elevated bg via correction bolus. The customer continued to used pump for insulin therapy; however, a replacement pump was sent to the customer.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, damaged pin issue was identified.